Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel

Event description:
A distributor contacted zoll to report that a patient had a rash around one of the ECG electrodes. The patient consulted her physician who found the irritation to be bed sores and prescribed an antibiotic. Follow-up indicated that the patient's condition had improved significantly.